Event description:
Olympia clinical study # 0351151 cbn. It was reported that 63 days after a coronary artery drug eluting stenting treatment procedure the pt had a myocardial infarction (mi). The lesion being treated in the index procedure was a 2.75mm, 90% stenosed, 10mm portion of the proximal left anterior descending artery (prox lad). The physician treated the target lesion with pre-dilatation and successful placement of a taxus liberts' 8.8% 2.75x16mm drug eluting stent. Post-procedure target lesion had 0% diameter stenosis there were no reported complications. The pt was discharged 2 days later on aspirin and plavix. Sixty three days after the implant procedure, the pt had a non q-wave mi which was resolved by med therapy only. In the opinion of the physician the relationship of the mi to the taxus liberte' stent was probable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and co is not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.